Manufacturer narrative:
Complaint confirmed. Misuse by user - the brittle fracture suggests the device was subjected to a shock. The most likely cause(s) of this type of event include hitting the device at an angle and/or hitting with more force than required.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the surgeon was using an ankle arthroscopy instrument set for an ankle scope , ar-8655-06. While trying to create holes in the ocd lesion with the chondral pick, the 60 degree pick broke off inside the patients ankle. According to the surgeon, he had malleted the pick once successfully and just a little of the gold tipped pick was in the bone. On the second mallet, the pick broke at the spot where the shaft starts to bend at 60 degrees. The piece that broke off fell into the lateral gutter of the ankle. Due to not being able to retrieve the broken piece from the lateral gutter, the surgeon had to make another incision to get the broken piece out. The case was completed without any additional adverse effects to the patient.